Manufacturer narrative:
The device was manufactured july 18, 2016 ¿ july 20, 2016. The device was received with approximately 43ml of fluid in its bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a small volume infusor after filling. There was no patient involvement. No additional information is available.